Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a surgical procedure, the user observed an eoa alarm. The unit was not changed out and the user reported the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.